Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vein. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 7atm accordingly. However, at second inflation, it was noted that the balloon ruptured within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).